Event description:
The customer reported that there was a burning smell and the system shut down uncommanded. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was identified as being faulty and a replacement part was ordered. No further repair info is available at this time.